Event description:
It was reported that the patient implanted with this boston scientific pacemaker and four non-boston scientific leads (two capped/abandoned and two active) underwent a lead extraction procedure due to infection as evidenced by vegetation on the leads. Upon removal of the abandoned right atrial (ra) lead, the patient's blood pressure dropped and an emergency thoracotomy was performed. The patient had a tear in the right atrium and superior vena cava (svc). The patient developed disseminated intravascular coagulation (dic), the damaged areas of the heart could not be repaired, and the patient died on the operating table. The explanted pacemaker was returned for disposal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis is not able to confirm the observation of infection.

Event description:
It was reported that the patient implanted with this boston scientific pacemaker and four non-boston scientific leads (two capped/abandoned and two active) underwent a lead extraction procedure due to infection as evidenced by vegetation on the leads. Upon removal of the abandoned right atrial (ra) lead, the patient's blood pressure dropped and an emergency thoracotomy was performed. The patient had a tear in the right atrium and superior vena cava (svc). The patient developed disseminated intravascular coagulation (dic), the damaged areas of the heart could not be repaired, and the patient died on the operating table. The explanted pacemaker was planned to be returned for disposal.